Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the electrode caught on fire while on the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device and used stat padz were returned to zoll medical corporation. It is concluded that the device was used incorrectly. The device passed bench handling, shock testing, defib cycle testing, and environmental stress screening without duplicating the report. The pads were inspected and evidence of burn damage was observed. The customer confirmed that the patient was being provided oxygen, which likely led to an oxygen enriched environment. Review of the device log shows evidence of poor coupling between the patient and the pads. A fire hazard is present when there is poor coupling to the electrodes while in an oxygen rich environment. The device was recertified and returned to the customer. Electrode labeling calls out the importance of good placement on the patient and provide instructions for proper electrode application technique. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation are an expected risk. The r series operator's guide states in the operator safety section: "do no use r series products in the presence of oxygen rich atmospheres, flammable anesthetics, or other flammable agents (such as gasoline). Using the unit in such environments might cause an explosion." Analysis of reports of this type has not identified an increase in trend.